Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bulkhead was replaced, and the unit was returned to service.

Event description:
The hospital reported the bulkhead latch that holds the flow sensors in place is broken, the unit is unable to hold flow sensors in place. This would cause a loss of mechanical ventilation function. There was no report of patient involvement.